Event description:
It was reported that while the customer was sleeping, pumping stopped due to an empty cartridge. An empty cartridge alarm had been received; however, it was not addressed by the customer. The customer awoke with a blood glucose level of 450 mg/dl. Customer was able to load a new cartridge successfully and resume insulin delivery. Reportedly, the customer administered a correction bolus and blood glucose levels had come down to target level.

Manufacturer narrative:
Per tandem's user guide, "always check that your cartridge has insulin to last through the night." The device has not yet been received. A follow up supplemental report will be submitted if the device has been received.